Manufacturer narrative:
The concerto nylon coil has not been returned for evaluation; product analysis cannot be conducted. The device was not returned and procedural images relevant to the issue were not provided; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of concerto nylon non-detachment. The patient was undergoing coiling of an aneurysm. Patient anatomy was described as not tortuous. The procedure was conducted as indicated in the IFU. It was reported that during the procedure, the concerty nylon coil would not detach. The physician removed the coil from the patient and completed the procedure using a new device. There were no reports of patient symptoms or complications in association with this event.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, the implant coil found damage, stuck inside the introducer sheath and still attached to the pushwire. The instant detacher was not returned as it was discarded by the customer. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found intact. The concerto coil was pulled out from the introducer sheath. During evaluation, an in-house instant detacher was used, and implant coil successfully detach on the first attempt with instant detacher. The instant detacher was not returned; therefore, any contributing factors form the instant detacher could not be assessed. The cause for the failure of the concerto implant coil to detach from the pushwire was due to the intact tack weld replacement (twr) crimps. The intact twr crimps prevented actuation of the detachment mechanism. The cause for the intact twr crimps could not be determined. There was no evidence found that the customer attempted to detach the concerto implant coil by the manual method of detachment (via hypotube). All devices are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.